Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the issue was undetermined as they had no documentation. It was noted that the manufacturer¿s representative saw the patient on (B)(6) 2019. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a fall in (B)(6) 2019 and had a return of symptoms in (B)(6) 2019. It was stated that they had a system replacement as the wire had come out from the first system and it determined that the ins battery was also low. It was noted that they did use higher settings. No further patient complications are anticipated or expected as a result of this event.